Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced slow zoom drive, which is not reportable.

Event description:
This report summarizes 27 malfunction events, where it was reported there was unintended system motion. There was no patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that one of the devices was only experiencing cosmetic damage, which is not reportable.

Event description:
This report summarizes 26 malfunction events, where it was reported there was unintended system motion.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 25 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 2 devices were not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported there was unintended system motion. There was no patient involvement.